Event description:
During shift check, the customer noted that the autopulse platform (B)(4) would not power on when the battery was inserted into the platform's battery compartment with no additional force. The battery needed to be slammed into the platform's battery compartment to get the device to power on. The customer tested the platform with multiple batteries, but the issue persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(4) would only power on when batteries were slammed (with high force) into the platform's battery compartment" was not confirmed during visual inspection and functional testing performed at zoll. The autopulse platform performed appropriately and as intended, and there were no issues found with battery insertion. The root cause of the reported complaint could not be determined. During visual inspection of the returned platform, a crack was observed at the lower corner of the top cover. Both the front and bottom enclosures had multiple cracks in their screw well areas. It was also noted that the load plate cover was defective with a hole/cut, affecting the watertight seal. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impacts from user mishandling. The damaged covers and the load plate cover were replaced to address the observed issues. The archive data review showed no significant discrepancies or errors. The autopulse platform passed the initial functional test without any fault or error. During service evaluation, the autopulse platform was able to power on without any issues using known-good batteries. The test batteries were inserted into the platform's battery compartment using both smooth, gentle force as well as harsh "slamming." There was no visual damage found on the battery connector pins inside the battery compartment. During further troubleshooting, the autopulse platform passed functional testing using lrtf (large resuscitation test fixture) with known good test batteries until fully discharged without any issues. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.

Event description:
During shift check, the customer noted that the autopulse platform (B)(4) would not power on when the battery was inserted into the platform's battery compartment with no additional force. The battery needed to be slammed into the platform's battery compartment to get the device to power on. The customer tested the platform with multiple batteries, but the issue persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(4) would only power on when batteries were slammed (with high force) into the platform's battery compartment" was not confirmed during visual inspection and functional testing performed at zoll. The autopulse platform performed appropriately and as intended, and there were no issues found with battery insertion. The root cause of the reported complaint could not be determined. During visual inspection of the returned platform, a crack was observed at the lower corner of the top cover. Both the front and bottom enclosures had multiple cracks in their screw well areas. It was also noted that the load plate cover was defective with a hole/cut, affecting the watertight seal. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impacts from user mishandling. The damaged covers and the load plate cover were replaced to address the observed issues. The archive data review showed no significant discrepancies or errors. The autopulse platform passed the initial functional test without any fault or error. During service evaluation, the autopulse platform was able to power on without any issues using known-good batteries. The test batteries were inserted into the platform's battery compartment using both smooth, gentle force as well as harsh "slamming." There was no visual damage found on the battery connector pins inside the battery compartment. During further troubleshooting, the autopulse platform passed functional testing using lrtf (large resuscitation test fixture) with known good test batteries until fully discharged without any issues. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.